Event description:
A customer reported experiencing a cartridge alarm 20 with their pump, which did not lead to any adverse impact on their blood glucose level. The issue did not occur during the load process, and while no previous reports of cartridge alarms 19, 20, 29, 30, or 31 were noted, there were reports of cartridge alarms with consecutive cartridges. Technical support decided to replace the customer's pump. The customer was advised to store the faulty pump properly before returning it using a tandem-provided box and pre-paid label to avoid being charged. Instructions were given to program settings and connect the cgm to the replacement pump. The customer understood and acknowledged all guidance provided by technical support and expressed intent to continue using the current pump as backup therapy.